Event description:
Impedance measurements greater than 40000 ohms on "c/6, c/7, 4/6, and 4/7" occurred, in regards to a patient's device. Good impedance was noted, however, for "c/4, c/5, and 4/5". The patient was programmed with a kinetra type device on "4/5", and the company representative planned to leave it that way. The patient's outcome was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).